Event description:
Blades contain a sticky residue making it difficult to open the package and affecting the blade.

Event description:
Blades contain a sticky residue making it difficult to open the package and affecting the blade.